Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be unresponsive; the contrast button was intermittently unresponsive. There was evidence of contamination found under all of the key contacts. The battery cap was not returned with pump. A test cap was able to fully tighten with no yellow o-ring showing. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The battery compartment threads were intact and no corrosion was observed in the compartment. The pump was opened and no corrosion was observed inside the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow and ok keypad buttons were delayed in response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.